Manufacturer narrative:
This report is submitted on february 02, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, for unspecific medical reasons. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.